Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing processes for the lead and the ICD were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for 14 months and 17 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the ra, rv and partially in the lv channel, leading to multiple charging cycles that resulted in one shock delivery. Therefore a sensing test was performed and the device sensed the applied heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the lead was not returned for analysis. The memory content as well as the therapeutic functionality of the ICD was extensively analyzed. In the available iegms the occurrence of noise was observed in the right atrial and ventricular channel as well as partially in the left ventricular channel. This led to one shock delivery, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. The integrity of the lead cannot be assured.

Event description:
It was reported approximately 14 months after the implantation, that the patient received a inappropriate shock due to oversensing. The lead was capped.